Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. On (B)(6) 2025, a 77-year-old patient underwent an examination. During the unload, the patients¿ arm slipped down and was squeezed between the bed and the gantry resulting in a fracture of the right arm humerus. According to the available information, the patient was not fixed and not observed as recommended per the system operator manual.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. Should the investigation identify a general design, systematic issue, or any other reason as a root cause of this issue, a supplemental report will be filed. Based on the available information the system worked as specified. Additionally, warnings are provided in the system operator manual. According to the operator manual ¿ definition (order no. (B)(4)): movement of the tabletop entails a danger of injury. Unintentional patient movement! Contusion of patient extremities at patient table and gantry. Always fix and observe the patient during system movements.